Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 83 mg/dl. Tandem technical support had the customer perform a system check and the site was determined to be a possible cause of the occlusion. However, the customer did not think the site was the cause and did not change it as the bg level was not elevated.